Event description:
The following notes are from the operative report: examination of the patient's wound showed no gross infection within the ICD pocket, but rather an area of granulation and probably representing a fistulous track down to the single defibrillator electrode in the intraclavicular chest wall....the device single lead ICD model 7232cx was disconnected from the leads and removed from the field. The patient had an adequate intrinsic rate and rhythm. The lead was mobilized down to its insertion site. A stylet was passed down the lead and wrote the active fixation device withdrawn. Using constant gentle traction and some rotational torsion, this lead was removed in its entirety without complication. Hemostasis was adequate...the patient was taken to recovery in stable condition having tolerated the procedure well.